Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: evaluation revealed the serial number label was becoming illegible. One battery compartment crack was found from the left of and tangent to bumper pad. Returned battery cap used for investigation; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack. This report is made based on results of investigation completed on 09/11/2015.